Manufacturer narrative:
Technician replaced the valve solenoid cartridge to resolve the issue. Pursuant to our response to warning letter 2008-dt-2004, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the head hilow was drifting down.